Event description:
This report is submitted to update field d4.

Event description:
The customer reported to olympus that during an unknown procedure, this single use aspiration needle broke off inside the patient. The procedure was delayed with patient under anesthesia, however, the amount of time is unknown. The procedure was completed. There were no reports of patient or user harm associated with this event.